Event description:
On 8/19 at 0400 the wing pilot port was found detached from the shaft. The nurse had charted the pilot intact at 0300, at time of trach care. When entering the room the pilot was found detached and lying in the bed. The pt had no increased sob or aspiration of secretions noted. The tube will be removed in the hosp due to the difficulty of removing the foam cuff and problems that may occur.